Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that following lasik flap creation in the left eye, the surgeon had difficulty lifting it. The surgeon used a spatula to lift one third of the flap, which as located near the hinge. The surgeon was able to lift the flap and completed the procedure. In a follow up, the nurse reported that two days after the surgery, the patient presented with glare in the left eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The logfile shows the energy and vacuum were stable during the treatment. No relevant deviation between planed and performed energy is detectable for the treatment. The user operated the surgery with the recommended energy setting. No abnormality regarding z-offset setting can be identified. Clinical review of the treatment does not unveil any contributing factors to the reported complain. The company representative recommended to the reporting site to increase the energy from 0.8 uj to 0.85uj or even higher if the problem persist also with other patients and corneas. Root cause: no technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. A review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).